Manufacturer narrative:
Product complaint # (B)(6). Investigation summary: the device associated with this complaint was not returned. X-ray evidence provided was reviewed and physical examination findings of the liner and femoral head were able to confirm the complaint. Based on the worn appearance for the femoral head, it is not unreasonable to conclude that that the cup is worn due to material transfer to the femoral head when being in in direct contact as a result of a disassociation of the acetabular cup and liner. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the surgeon that a 79-year-old patient with two total hip replacements in the background, one of which with altrx linear took place on (B)(6) 2016 on her left hip, showed up for a visit on (B)(6) 2022 and complained that she was feeling pain and squeaking from her left hip joint for about a week. She reported that it appeared suddenly without any trauma- injury. On examination, there was a limp and "squeaking" from the patient's left hip. Local sensitivity at hip movement. The surgeon reported that on the x-ray it appears as a breakage of the polyethylene with an eccentricity of the head. It was further reported that in a visit dated (B)(6) 2022 there was no functional limitation and correct positioning of the implants on an x ray. The surgeon recommended a revision of the left hip liner and during revision to examine if the acetabular component is intact.